Event description:
It was reported that on (B)(6) 2026, the patient was hospitalized due to high blood glucose and infection after omnipod use was discontinued following a controller battery malfunction. The patient reported that the omnipod controller would not charge and that the screen was black. She indicated that the controller showed a 49% charge the day prior to the event but was nonfunctional the following day. As a result, the patient reported she was not wearing a pod at the time of the event. Reported symptoms included fatigue, fever, chills, and positive blood cultures, and the patient was diagnosed with a mucormycosis fungal infection and hyperglycemia. Reported medical treatment included antibiotic therapy. No specific medical treatment for hyperglycemia was reported. The patient reported a blood glucose value of 196 mg/dl; however, it is unclear whether this reading was measured at the time of symptom onset or following medical treatment at the hospital. No additional blood glucose levels were reported. The discharge date and total length of hospital stay are unavailable, as the patient remained admitted as of (B)(6) 2026; discharge was anticipated within one to two days. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported controller battery error. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.